Manufacturer narrative:
Please refer to the attached report the analysis of the provided patient files dated of (B)(6) 2023 confirmed the abnormal battery depletion since (B)(6) 2023. The expertise of the returned ICD didn¿t reveal internal overconsumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, during the regular follow-up check on (B)(6) 2023, the battery longevity was displayed as 8-11mos/2.81v compared to 5-7yrs/2.94v half a year ago. Battery early depletion is suspected.

Event description:
Reportedly, during the regular follow-up check on (B)(6) 2023, the battery longevity was displayed as 8-11mos/2.81v compared to 5-7yrs/2.94v half a year ago. Battery early depletion is suspected.

Manufacturer narrative:
Please refer to the attached report the analysis of the provided patient files dated (B)(6) 2023 confirmed the abnormal battery depletion since (B)(6) 2023. The expertise of the returned ICD didn't reveal internal overconsumption. The battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, during the regular follow-up check on (B)(6) 2023, the battery longevity was displayed as 8-11mos/2.81v compared to 5-7yrs/2.94v half a year ago. Battery early depletion is suspected.